Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital because the doctor was giving her steroids. The customer had a high blood glucose that was over 600 mg/dl. They did not mention any form of treatment for the high blood glucose. The customer was assisted with time adjustment on the insulin pump. The device will not be returned for analysis.